Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned the low results received for elecsys ft3 iii and ft4 on an analytical e module analyzer (e170). The serial number was requested, but was not provided. When the result for tsh increased, the patient was treated with thyradin s (50ug/day). Although the tsh results decreased, the results for ft3 and ft4 did not change. The customer submitted a sample from the patient for investigation. The sample was tested on an analytical e module analyzer (e170), a cobas e411 analyzer, and a centaur analyzer. Of the data provided, the ft3 and ft4 results were discrepant. This medwatch is for the ft3 assay. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay. Information concerning if any erroneous result was reported outside the laboratory was requested, but it was unknown. The patient was not adversely affected. Sample from the patient was further investigated by testing on different lots and generations of reagent and on different analyzers. The tsh, ft4, and ft3 results that were generated by customer were confirmed. Upon further investigation of the sample, no assay interfering factors were detected. A general reagent issue could most likely be excluded. A specific root cause could not be determined. Assays from different vendors can generate different values due to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. It was noted the clinical indication of the results from both the roche and the siemens assays was the same.